Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected. The complete lead was returned with setscrew marks in the correct location. It was noted that there was damage to the polyurethane tubing at several locations on the lead body, including one location where the damage extended through the anode coil of the lead. The damage was consistent with electrocautery damage. Observations from analysis are consistent with the allegations from the field. Evidence reasonably suggests that the damage was induced in the field, potentially during the change out procedure.

Event description:
Boston scientific received information that during a device change out procedure, impedances on this right atrial (ra) lead were found to be greater than 3000 ohms. The lead was explanted and a new ra lead was placed. No additional adverse patient effects were reported.